Event description:
Additional information received from the consumer via the manufacturer representative reported that she was feeling shocking pains whether the system was turned on or off. The patient stated that nothing had happened and an impedance check showed everything was fine. The patient was getting good stimulation, but felt shocking even when the system was turned off. The physician took the patient into surgery on 8-dec and cut the lead and the patient noted that the shocking went away. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015. Product type lead product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the cause of the shocking was not determined. The wires were cut surgically. The shocking was resolved after the wires were cut. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. Information was reported that the patient stated that her ins is in her stomach below the right ribs and two wires are in her spine. The patient reported she "bumped" the ins with her arm bone and she got shocked twice today when her stimulation was on. The patient stated when she turns her stimulation off there is no shocking, but she needs her stimulation on to help her. No further complications were reported. No additional patient symptoms were reported.